Event description:
Customer reportedly received results of 21.6 mmol/l and 2.6 mmol/l within 10 minutes on performa system 1. Customer also received results of 13 mmol/l and 7.4 mmol/l within 10 minutes on performa system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 471831, expiration date 04/30/2015). (B)(4).